Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with 315 units of insulin. Tandem technical support educated the customer that the cartridge was designed to hold 300 units of insulin. The customer was satisfied with the information and indicated the cartridge would not be overfilled during the next scheduled cartridge change. There was no impact to the customer's blood glucose level.